Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. Device: failure to follow steps/instructions - reportedly, suture was deployed with the guide wire still in the device. Per the instructions for use - remove the guide wire before the exit port crosses the skin line. The device was not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported difficulty removing the closure device appears to be related to deployment while the guide wire was still inside the device. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 8f sheath after an angioplasty procedure. Reportedly, the proglide suture was deployed while the guide wire was still in place in the proglide device. After deploying the suture, the proglide device could not be removed from the anatomy. A cut-down was performed and the device as removed and hemostasis was achieved with a surgical suture. There was reportedly no damage to the vessel. There were no reported adverse patient sequelae. There was a clinically significant delay in the procedure because of the cut-down procedure to remove the proglide from the anatomy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.